Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with hardware at l2-l5 on (B)(6) 2012 for a degenerative spine. Patient was scheduled to return to the or on (B)(6) 2013 for a wash out with pulsevac due to an infection. Reportedly the surgeon removed the locking caps and the rods to ensure there was not infection underneath. The surgeon also removed one screw because it was loose and two transconnectors. The rods and the locking caps were replaced. The other original screws remain implanted. It was reported that the surgeon does not think the infection was caused by the implants. The surgery went as planned, no issues were reported. It was also reported that the 400mm rod was initially cut in half prior to the initial surgery. The hospitals internal testing on the devices revealed no infection. This is 12 of 13 reports for the same event.

Manufacturer narrative:
This device was used for treatment, not diagnosis.

Event description:
The patient has returned three times since the complained hardware was explanted, twice for debridement and wound vac and finally on (B)(6) 2013 for revision to a competitors plates and screws.

Manufacturer narrative:
Device is used for treatment, not a diagnosis. (B)(4). A design evaluation can not determine the cause of a patient infection. The design risk assessment is being reviewed for possible update to add this complaint event.